Manufacturer narrative:
(B) (4). Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Iatrogenic causes are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of the right posterior communicating artery (pcom) aneurysm. Immediately post procedure, the patient¿s condition had worsened related to ¿iatrogenic causes¿, no details were provided. Nineteen days post procedure, the patient was discharged with improvement and good recovery. Approximately one year post procedure follow-up ¿found the subject alive with a stable remnant¿. No other information was provided.